Event description:
Pt called and advised of mishap with needles and syringes that were sent to him last time. He noted that the needles that he was supposed to attach to the syringe to withdraw the sterile water would not stay attached to the syringe. He even noted trying to tape with the needle to the syringe. Advised pt that the regional center was closed and would f/u with him tomorrow. Frequency: daily, route: subcutaneous. Dates of use: 1 month(s). "Is the product compounded: no; is the product over-the-counter: no."